Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set leaked beneath the filter chamber. The leak was noticed while priming the line with saline, prior to connecting the patient. There was no patient involvement. No additional information was available.